Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that the patient felt like his ipg was on fire. The patient was prescribed lidoderm patches. No further course of action.